Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Device failed homechoice return instrument test/evaluation (rite) functional testing and passed homechoice rite electrical testing. The functional rite failure found will be captured and  reported through (B)(4). External and internal inspections were performed successfully. This is an ancillary service event. The increased intra-peritoneal volume event was identified through an event history log review. The cause was one or more cycles advances to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 11:17:01. During drain cycle three the home patient (hp) drained 4262ml. No additional information is available.